Event description:
The manufacturer received information from a sales representative alleging that a trilogy ventilator's settings were locked and were unable to be unlocked. There was no harm or injury reported. There was no reported patient involvement. During the evaluation of the device at the manufacturer's service center, the reported issue where the limited access cannot be cancelled was duplicated during operational checking by a service technician. The issue was found to be caused by a touch panel failure. The display, including the touch panel, was replaced to resolve the issue. Additionally, final testing, battery check, valve check, run in testing, and cleaning were performed. The unit operated properly. No further investigation is required.